Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra requests to void this medical device report. Updated information was given by the healthcare provider and this was found to be a duplicate report. This issue is addressed under medical device reports: 1651189-2024-06630 and 1651189-2024-06631.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown.